Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had pump error. The customer¿s blood glucose level unknown at the time of the incident. Customer states that they were able to clear the alarm but unable to rewind the pump. The insulin pump will not be returned for analysis.